Event description:
The consumer was driving their chair and then turned the chair off to pick something off the floor. The chair allegedly moved on its own, driving them into a table and breaking their hand.